Manufacturer narrative:
Apologies for the late report, the initial report was submitted on time but the importer was accidently not reported on time. The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the examination failed completion of the medical procedure due to faulty non clear vision from the camera lens was reported. No harm to patient, user or third reported. There is no information whether the surgery needed to be postponed or changed, a different device was used, and which medical intervention was necessary. Therefore, as a precaution, the case is deemed reportable.